Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the heater line of an integrated apd set w/cassette without an alarm. This occurred during initial drain of automated peritoneal dialysis (apd) therapy; further described as "after starting the initial drain the hp noticed bubbles filling into the heater". The hp was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the patient in ending the therapy session and advised the hp to start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.